Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is reasonably known from available information, such as component damage or degradation, environmental issues like dust/dirt/humidity, optical issues, thermal issues, or electrical issues such as signal loss or circuit disconnection. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the bronchovideoscope screen became noised. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.